Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room after receiving device therapy. Upon interrogation, noise was seen on atrial channels. The patient reported asymptomatic prior to the therapy. Atrial noise was reproducible. All other electrical measurements in atrial channel were stable. The lead was capped and replaced. No further information was available.